Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a facility representative via sems-06400872 that an ar-6480 dualwave pumps outflow was failing to work. This occurred during a case with no effect on the patient.

Manufacturer narrative:
Complaint was not confirmed. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for investigation. Upon visual inspection, regular signs of wear and tear were found. The returned device was assembled with an ar-6410 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be replicated. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine upon letting the pump run for 80 minutes to reproduce the reported failure. No issues with the inflow or outflow were found. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamp test was performed as a safety check to ensure the sensor system worked appropriately. After the air had been purged from the tubing, the clamp was closed at the patient end of the tubing. The machine triggered an alarm, and the inflow rollers stopped. This is the expected behavior. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 45 and 91, respectively. These are the expected results. No related problem was found.